Event description:
As reported: I noticed the cusa was leaking fluid so I checked irrigation tubing. Tubing was loaded correctly in the "v" slots but when the pump was opened the tubing was caught between the pump rollers and latch. The tubing had a tear where it was caught and potentially delivered contaminated irrigation to the surgical site.